Event description:
Information was received indicating that a cadd legacy 1, mdl 6400,may have been leaking. The reporter was concerned and reported this only as an inquiry ,regarding if smiths has observed an increase in leakage complaints. No adverse patient effects were reported.

Manufacturer narrative:
Report source: (B)(6).